Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after this right atrial (ra) lead was implanted, it was noted that the measurements were out of range. An x-ray was performed and revealed that the ra lead had dislodged and was sitting in the right ventricle. It was also noted that the helices for both the ra lead and the right ventricular (rv) lead appeared to still be within the helix housing. A revision was performed and attempts to extend in the helix in both leads were not successful. The ra lead was explanted. The rv lead was able to be repositioned in the right atrium and the helix was noted to be visibly extended out of the helix housing. A new passive fixation rv lead was then successfully implanted in the ventricle. No additional adverse patient effects were reported. The ra lead will not be returned.